Event description:
It was reported "the patient's blood vessels were tortuous. During the implantation procedure, the catheter kinked and could not reach the pacemaker site. After replacement, the catheter functioned normally". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).